Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While impacting a summit broach, the spring in the handle popped loose.

Manufacturer narrative:
Examination of the returned broach handle confirms a fracture at one end of the leaf spring component. A two year complaint database search against this product code finds no trend for fracture of the leaf spring component. The instrument was manufactured in december of 2005 and has been in service for approximately ten years prior this failure. There are impact marks on the top and underside of strike plate as well as both sides of the instrument. It has been well used over time. The root cause is attributed to wear out / heavy use. Based on the investigation a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.